Manufacturer narrative:
(B)(4). Could you please provide product code? What was being done when the suture broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? What tissue was being approximated or sutured when it broke? Procedure name? A manufacturing record evaluation was performed for the finished device; qdbbdzr0 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke with little or no force. A new suture was used to complete the case. No adverse patient consequences were reported. Additional information was requested.